Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.218" x 0.135" in size. Additional observations not reported by site: due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The instrument was found to have a broken conductor wire at the tube adapter. No signs of thermal damage were observed. The instrument was found to have dislodged electrical contacts and were not returned with the instrument. Missing pieces measured approximately 2 of 0.034" x 0.178" and 2 of 0.034" x 0.031" in sizes. Due to the dislodged electrical contacts, a detached fragment is observed that was not returned with the instrument. The instrument was found to have abrasions on the tube adapter. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 6mm monopolar cautery (mc) instrument had a broken tip. No fragments fell into the patient. The procedure was completed but the device was not used on the patient.

Manufacturer narrative:
Correction : primary product batch/lot number under section d was updated to u10240813 0003. Correction to annex codes : based on the findings of broken conductor wire, following codes were added: annex g : g02015. Annex d : d02. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.